Event description:
A customer reported an event of an odor/smell emitting from the sterrad 100s sterilizer intermittently during cycles. There was no report of any human reaction. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
List correction/removal reporting number: corrected reporting number from 208472511/22/201312c to z-0744-0746-2014. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. ¿ the DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. ¿ the service history for this unit for the past 6 months (06/23/2013 ¿ 12/20/2013) did not reveal a significant trend. ¿ the complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). The highest risk is considered as low as reasonably practical. ¿ the shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts related to the odor issue were returned for evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter, oil mist filter and rear panel air filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2013.